Event description:
It was reported that during an unknown surgery, the plate of the wand broke inside patient, all pieces were removed. A backup device was available to complete the procedure successfully; delay and patient injuries were not reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with contamination/discoloration on the screen and scuff/scratch marks on the spacer and cap. The screen is partially detached. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The e7 error was by-passed with a test fixture (p/n (B)(4). And the wand functioned as intended on the remaining parts of the screen/electrodes. The suction line was tested and performed as intended. The suction tube was tested and performed as specified. The complaint was verified, however the device creates plasma despite the damaged screen,electrode after bypassing the error e-7; there are several root causes that could have contributed to the reported event: (1)rate of ablation (2)power settings (3)prolonged use against dense or bony surfaces (4) suction rate and (5)fluid management. They are all outlined in the instruction for use provided with the device associated with set-up and use of the device and could influence the functionality of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown surgery, the plate of the wand broke. There was not broken piece inside patient. A backup device was available to complete the procedure successfully; delay and patient injuries were not reported.